Manufacturer narrative:
(B)(4). Concomitant medical products: 42532007502 - tibia cemented 5 degree stemmed right size f - 63207753. 42522600714 - articular surface fixed bearing constrained posterior stabilized (cps) right 14 mm height use with tibia sizes e-f / ps femur sizes 6-9 - 62966656. 42540000038 - all poly patella cemented 38 mm diameter - 63071571. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00189, 0001822565-2021-02009, 0002648920-2021-00190.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient demonstrated increased pain and instability at the two and three year follow ups requiring physical therapy. The outcome was tolerated with no further intervention or treatment. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827.